Event description:
The customer reported to customer service that the transformer housing for her breast pump has a crack in it and is coming apart. She claims that when she plugs the transformer into the wall outlet, it falls out and that is how it became cracked. An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to get add¿l complaint info were unsuccessful. Product was received from the customer on (B)(4) 2012. A breach in the transformer housing is a safety risk. In summary, the product eval confirmed the customer¿s report that transformer housing was broken apart. The damage to the housing was broken apart. The damage to the housing was typical of abuse (like dropping it or hitting it with a hard object). The original design testing involved dropping the unit from a 1.0 m height per (B)(4) 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops), but the damage was not to the extent that was present on the transformer which is the subject of this complaint. This product was released as a result of a CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated and will continue to be monitored for similar issues. We will continue to attempt to make contact with the customer to get add¿l complaint info. Should add¿l info be received, resulting in new/changed/corrected data, a follow up report will be filed. A visual examination of the power supply revealed a split in the transformer housing. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.8 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 55.5 ohms, which is normal and indicates that the thermal fuse did not blow.